Event description:
Drive devilbiss healthcare was notified of an incident involving a knee walker by the end user's spouse, who stated that the knob that secures the handlebar height is too short and that it came out of the handlebar while she was using it causing her to lose control of the steering. The end user fell and tore ligaments in her left ankle. A review of the complaint history for this product reveals no other complaints and this appears to be an isolated event. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.